Event description:
It was reported that the patient underwent a gynecological procedure on, (B)(6) 2005 and an obturator sling was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. Outcomes are reported as pain, urinary bowel problems, recurrence dyspareunia and vaginal scarring. Patient also reports psychiatric care from 2002 to present.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted due to stress urinary incontinence. The patient experienced pain, urinary/bowel problems, recurrence, dyspareunia and vaginal scarring, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. Patient also reports psychiatric care from 2002 to present. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 06/10//2013. (B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).